Manufacturer narrative:
Site sample status was not available. Summary of investigations: batch ck9820 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burned and blister on the skin." The cause of the consumer stating the wrap caused burned and blister on the skin is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term], burn blister [burns second degree], narrative: this is a spontaneous report from a contactable consumer reported for herself. A 28-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number ck9820, expiration 30jun2022) from an unspecified date for back pain. The patient's medical history was not reported. Concomitant medication was reported as none. On an unspecified date, the patient used the heatwrap and it burnt her stomach. She thought that this should not be. There was a burn blister on the skin. Photo was available. Action taken with the suspect product in response to the event was unknown. The outcome of the event was unknown. Severity ranking reported as s:3. According to product quality group: site sample status was not available.summary of investigations: batch ck9820 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots.the device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burned and blister on the skin." The cause of the consumer stating the wrap caused burned and blister on the skin is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (02dec2019 and 04dec2019): new information received from a contactable consumer and the product quality complaints (pqc) group includes: patient details (age), no concomitant medication, updated suspect product, suspect product indication, suspect product lot number and severity ranking. Follow-up (01jun2020): new information received from product quality complaint group includes investigation results and expiration date. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] burn blister [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 28-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number ck9820) from an unspecified date for back pain. The patient's medical history was not reported. Concomitant medication was reported as none. On an unspecified date, the patient used the heatwrap and it burnt her stomach. She thought that this should not be. There was a burn blister. Photo was available. Action taken with the suspect product in response to the event was unknown. The outcome of the event was unknown. Severity ranking reported as s:3. Additional information has been requested and will be provided as it becomes available. Follow-up (02dec2019 and 04dec2019): new information received from a contactable consumer and the product quality complaints (pqc) group includes: patient details (age), no concomitant medication, updated suspect product, suspect product indication, suspect product lot number and severity ranking. Company clinical evaluation comment: based on the information provided, the event burn blister as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event burn blister as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A female patient of unknown age started to receive thermacare heatwrap (thermacare heatwrap) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The patient used your heat wraps and it burnt her stomach. She thought that this should not be. There was a burn blister. Photo was available. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burn blister as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event burn blister as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.